Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. The device evaluation confirmed that the arm of the duraguard attachment had broken off at the base. The cause of the breakage is unknown, but is likely due to excessive side force being applied to the device during use. The drill attachment could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that during a craniotomy, the leg portion of the duraguard attachment broke off. No device fragments entered the surgical site. The procedure was completed successfully, without a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.